Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead and generator confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death.

Event description:
An implant card was received which indicates the generator and lead replacement surgery was for battery depletion, with neos= no, and a lead discontinuity respectively. Follow up with the physician found that no x-rays were taken. No other information was provided as the physician stated that all other questions asked about the incidents were not applicable.

Event description:
Initially, it was reported that device diagnostics testing resulted in low impedance; however, it was later confirmed that device diagnostic testing resulted in low output status and high impedance (10,000 ohms). It was reported that the generator was not programmed off following the observance of the high impedance reading. It was reported that the patient still has seizures and could have sustained some trauma during a seizure. It was reported that the patient was referred to surgery. Clinic notes dated (B)(6) 2013 noted that the patient has been having recurrent symptomatology seizures over the past month or so. The notes indicate that the patient has been experiencing two seizures every two weeks. The notes indicate that the seizure increase is possibly related to a broken vns lead. It was reported that the patient underwent generator and lead replacement surgery on (B)(6) 2013. The explanted generator and lead were reported to be discarded by the explanting facility; therefore, will not be returned for analysis.